Event description:
It was reported that during an unk procedure, the firing sound was abnormal and louder than usual. When the device was checked practically, the shaft was wobbling. There were no issues with knife advancement, and there were no problems with the anastomosis site. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4)date sent: 7/9/2026b3: exact event date unk, entered 1/1/2026 as only the year was provided.d4: batch # 649d22.investigation summarythe product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device.visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage with anvil missing. The breakaway washer was not present and there were no staples present in the device. No battery was received. When the test battery was installed, the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on a test anvil. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. However, during the functional test, an abnormal noise was heard.the device was disassembled to verify the condition of the internal components and no anomalies were noted on the in the exposed components, additionally, the motor was disassembled and three gears from 5th stage were noted damaged causing abnormal noise. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system.the event described of damaged component could not be confirmed since no issues were noted in the shaft. In addition, a photo was provided at product complaint level and it showing the shaft and shroud area of the device in a normal condition. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.device history reviewa manufacturing record evaluation was performed for the finished device batch number 649d22, and no non-conformances were identified.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.